Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the button contacts. This report is made based on results of investigation completed on 10/07/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2014 with the following findings: contamination was found under all of the button contacts when the keypad was removed. The contrast button was not working, but the rest of the buttons responded properly. The keypad was torn at the ok button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).